Event description:
Hospital advised that pump was set up to infuse versed at a rate of 4cc/hr. Multiple air-in-line alarms occurred, and following one air-in-line alarm, the user increased the rate to 50ml/hr to move the visible air past the air-in-line detector. The pump was operated at this rate for approximately one hour. User indicated that forgot to decrease the flow rate. There was no pt consequence.